Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the electrolyte injection cup (eic) drain port was blocked. The fse cleared the blockage which resolved the issue. The fse verified system performance. Failure mode to ise leak was an obstructed/blocked eic drain port. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting an ionized selective electrode (ise) leak in the unicel dxc 600i synchron access clinical system. The customer observed the leak of approximately 10 cubic centimeters (ccs) behind the ise cover. No flags or error messages alerted the customer to an instrument issue. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.